Manufacturer narrative:
Insulin pump had a corroded keypad traces. All buttons functioned properly. No ramping numbers noted on the display. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
The customer reported having an issue with the insulin pump. The caller stated that numbers kept going up and could not stop. Then the customer put in insulin again and the device kept going up and up. The blood glucose reading was 79mg/dl. The caller stated that the up button was stuck. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).